Manufacturer narrative:
(B)(6).

Event description:
On 16feb2018 a patient (pt) in (B)(6) called to report redness and discharge in the right eye after one week of wearing the acuvue2 brand contact lenses in (B)(6) 2018. Pt reported the right eye was still red after removing the suspect contact lens. Pt went to an eye care provider (ecp) who advised the pt that ¿the lens hurt the cornea¿. The ecp prescribed vigamox 1 drop every 3 hours for 1 week and maxdex 1 drop every 6 hours for 1 week. The pt reported using opti-free solution. Pt reported a monthly contact lens replacement schedule and wore the lenses as daily wear. Pt is currently wearing glasses and has not returned to contact lens wear. Pt was a prior wearer of the 1-day moist brand contact lenses. On 20feb2018 a call was placed to the pt for additional information: pt reported the right eye redness, discharge and experienced ¿blurriness¿ after removing the suspect lens. Pt went to the ecp on (B)(6) 2018 who advised the pt the ¿right eye was hurt¿. Pt does not recall the diagnosis. Pt reported the ¿ecp described it as a lot of little sores throughout the cornea¿. Pt reported the right eye redness resolved the same day and the ¿blurriness¿ was better after using 2 days of the medication. The pt reported the ecp advised the pt it was ok to return to contact lens wear, ¿only 4 hours daily then gradually increase use with time since it would take 3 months to heal¿. Pt was instructed to stop using the medication and has no return appointment to the ecp. Pt has not returned to contact lens wear as ecp advised the pt not to wear the acuvue2 brand contact lenses, but is ok to return to 1-day moist brand contact lenses if pt was able to wear the lenses without issue. Pt reported the right eye is ok currently. Additional calls were placed to the pt on 21feb2018 and 22feb2018 for the ecp contact information, but no additional information has been received the lot number and the suspect product were discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.